Event description:
On (B)(6) 2012, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient has tortuous iliac arteries and approximately a 45 degree angled proximal neck. The aneurysm sac measured 9 cm on (B)(6) 2012; the aneurysm sac measured 8 cm on (B)(6) 2013. It was reported that on (B)(6) 2013, the patient presented emergently with a ruptured abdominal aortic aneurysm sac. Images revealed the distal limb of the main body (right side) had migrated into the aneurysm sac. The aneurysm sac ruptured. The physician reintervened and cannulated the limb that was inside the aneurysm sac and implanted gore pxl 141200 device. There was plenty of distal seal zone in the right hypogastric artery; no arteries were covered. The patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.